Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history and batch records were reviewed, and documentation indicated the product met release criteria. There have been no other complaints reported in the lot number. A root cause has not been identified. (B)(4).

Event description:
An inventory operations manager reported that following an intraocular lens (iol) implantation procedure, the patient experienced blurred vision and halos that the patient was unable to tolerate. Mechanical complication of the iol was also reported. The lens was later exchanged. Additional information has been requested.